Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter of unknown serial number and a lab using an unknown reagent. Customer tested on the meter by fingerstick and the result was 4.0 inr. The customer had a lab test within 1 to 2 hours and the result was 2.79 inr. The customer has a therapeutic range of 2.5-3.5 inr. It was unknown if the meter was coded correctly during the test. The customer's hematocrit is within range and does not have antiphospholipid antibodies. Customer was not on heparin and had no medication changes, no coumadin changes, no new illness, no diet changes and no bleeding or bruising. There was no adverse event. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The suspect product was requested to be returned and the replacement product was sent.